Event description:
A (B)(6) male patient contacted zoll customer support to report that wires were showing on the monitor where the electrode belt connects. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (wires showing on monitor where belt is connected) has been confirmed. Upon eval, the belt receptacle was broken from the monitor case, which caused j1001 (trunk cable connector) to partially detach. The root cause for the damaged belt receptacle and connector cannot be positively identified but is likely excessive force at the belt connector while the electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.